Event description:
Medtronic received information that during the use of this percutaneous vascular surgical system, the device failed to properly close the arterial access site. A peripheral angioplasty was performed, and no adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).